Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
On (B)(6) 2013, patient reported he experienced insulin leakage when using the infusion device system. Follow-up was completed on (B)(4) 2013, and he reported the leaks occurred at his site during large bolus deliveries. The infusion headsets were inserted with an insertion device. He does not recall if he heard an audible click when the tube was connected to the headset, and he is unsure if any of the cannulas were bent. He practices site rotation. The alleged product was discarded and will not be returned for evaluation. He has since discontinued infusion device therapy.

Manufacturer narrative:
The complaint describing a leaky headset cannot be verified. No sample was returned for evaluation. The retention samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 05016692 was verified and found within specifications. Device was not returned to manufacturer.